Event description:
As reported by our (B)(6) affiliates, 3 years and 2 months after the implantation of a 29mm sapien xt valve, a follow up echo demonstrated a degenerative aortic valve with a gradient of 79/51mmhg and a valve orifice area of 0.5cm2. A decision was made to place a second valve. This patient was re-admitted to the hospital due to dyspnea, with bradycardia. Her symptoms appeared a few weeks before re-admission. On the evening of re-admission, the patient felt chest pain while using the bathroom; this was the same chest pain she had for a few weeks at home as well. After lying down, the pain significantly reduced and later in the evening there was no pain at all. The next morning the patient was cold, sweating, and dyspneic with hypotension. ECG showed intermittent bradycardia. Shortly after, the patient lost consciousness. The patient had no blood pressure and CPR was initiated. After 30 minutes of CPR with intubation and, suprarenin administration, there was no stable heart rhythm and no possibility of intervention. The CPR was stopped and the patient was expired. The second valve was never implanted, and it is unknown at this time why. An official autopsy was denied by the family. The cause of death provided was cardiopulmonary resuscitation for low cardiac output. This was due to severe aortic stenosis due to structural valve deterioration.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the degeneration is unknown. Patient factors (cad and aortic stenosis) could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.